Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with corroded battery tube and with corroded keypad traces. No moisture damage found on the electronics. The insulin pump has cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.

Event description:
It was reported that the customer's insulin pump had been dropped in water, and now there is water in their insulin pump. Customer's blood glucose level at the time 174mg/dl. Troubleshooting occured. Advised to discontinue use of the insulin pump. No additional information was provided.